Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the stent was released when it reached into the junction of the common carotid artery and the gore¿s¿ stent about 2cm. The stent was stuck in half, and then forced to withdraw, and a new stent was replaced to complete the procedure. Additional information updated on 8 may 2024-jl the patient's disease was aortic dissection. The rupture involved sca and cca, and the doctor needed to do a chimney technique in cca. Our stent (zfv6) entered the remote 2cm place at the junction of cca and gore's thoracic aorta coated stent for release. When our stent (zfv6) was released halfway, it could not be removed from the sheath, and then it was forcibly withdrawn, and a new stent (gore 8*50mm) was re-inserted to complete the operation. When our vascular stent (zfv6) is taken out, it can be seen that our stent (zfv6) has broken, but the basic structure is intact. The doctor repeatedly confirmed under the dsa that no broken stent remained in the patient's body, but the patient's cca blood vessels may have been damaged. The image data of the patient during the operation was not retained, only the picture after the stent (zfv6) was removed. (See annex for details) due to the customer's off-label use of the product, the sales manager will visit the customer to remind him not to off-label use! Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p050017/s006 device evaluation the zfv6-125-8-6.0 device of lot number c2100165 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical and a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th aug 2024. On evaluation of the device the following was noted: visual inspection red safety tab not returned. Curvature noted on outer sheath approx. 81cm to 87cm from the white connector cap on handle. Stent returned separately. Stent severely fractured, multiple breakages noted, and struts tangled. Functional inspection unable to flush device. Biological matter noted just above white distal tip. 0.035" wire unable to pass beyond biological matter noted above distal white tip. As previously noted, stent returned separately. In addition, an image was returned from the procedure after the stent (zfv6) was removed. This shows the stent severely fractured, with multiple breakages and struts tangled. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee femoropopliteal artery¿. From the information received it is known that the stent was used in the carotid artery. This is not the intended area of use as specified in the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause of off label use was identified from the available information. From the information obtained, it is known that the target location for the device was the carotid artery. This is not the intended area of use for this device. Use of the device in an off-label location is likely the reason for the damage to device noted in the image attached to the file and also in the laboratory evaluation. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint is confirmed based on and/or rep testimony corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary according to the initial reporter, the stent was released when it reached into the junction of the common carotid artery and the gore's stent about 2cm. The stent was stuck in half, and then forced to withdraw, and a new stent was replaced to complete the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, when the zfv6 stent was released halfway, it could not be removed from the sheath, and then it was forcibly withdrawn, and a new competitor stent was re-inserted to complete the operation. Investigation findings conclude a definitive root cause of off label use was established. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. From the information obtained, it is known that the target location for the device was the carotid artery. This is not the intended area of use for this device. As previously noted, IFU states that the device is "intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 06-sep-2024.